Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridge from different boxes. The reporter was able to complete prime step with cartridge changes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 11/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of loss of prime due to zero and non-zero low force. Both returned caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus exercises were executed and recorded correctly. No defect was found with the force sensor circuit. The reported prime issue was verified in the black box but not duplicate during the investigation. Unrelated to the reported prime issue, the battery compartment was found to have cracked from the grip pad to the case seal. Pump casing was opened and no moisture or corrosion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.